Event description:
Caller reported tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl and was within normal range. Cartridge alarm was confirmed by technical support, but additional information regarding the outcome was not provided.